Event description:
Based on a review of medical records provided by the pt's attorney: (B)(6) 2007 - open repair of incisional hernia with composix kugel mesh, placement of jackson-pratt drain anterior to the mesh. On (B)(6) 2007 - hospitalization: abdominal wound with partial dehiscence. After having staples removed on (B)(6) 2007, pt reported gaping of her wound and drainage. No exposed mesh. Places on IV antibiotics. On (B)(6) 2008 - abdominal wound exploration and drain placement. Note made regarding previous recurrent infections. Fluid collection anterior to mesh recently aspirated but showed no organisms. Seroma identified and drains placed. On (B)(6) 2008 - office visit: physician states there does not appear to be a recurrence and that the mesh appears intact in CT scans. Physician notes "I think it's wrong to consider any kind of hernia repair on her given that infectious history and certainly no synthetic mesh can be used." On (B)(6) 2008 - incision and drainage of abdominal wall abscess with partial removal of the mesh. On (B)(6) 2008 - multiple office visits for would care, wound vac placement. On (B)(6) 2009 - incision and debridement of open abdominal wound.

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with rae (B)(4). Subsequently, davol has received additional event info indicating that the associated event device is not a recalled composix kugel mesh; therefore we are submitting this MDR based on the additional info received. Currently, it is unk whether the device may have caused or contributed to the alleged event. It was reported that morbidly obese pt underwent repair of an incisional hernia with a composix kugel mesh. The pt had would healing issues after that procedure, and while there are no records between that time and (B)(6) 2008, a doctor's notation refers to a history of (B)(6) and wound debridements. Culture reports were not available for the wound exploration on (B)(6) 2008. However, the physician stated that those results were negative. The mesh was partially explanted on (B)(6) 2008 though there was no indication that the explant was the result of a device failure. While it was not indicated that the mesh was the source of the pt's reported infections, the IFU states: "if an infection develops, threat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." A mfg review including verification of sterility, was performed and did not find evidence of mfg related cause for the alleged event. Additionally, no sample was returned for evaluation. Although it does not appear that a device failure has occurred, without further info, no conclusion can be drawn.